Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, no damages or anomalies observed, and the reported issue could was duplicated. However, the problem resolved after massaging the cuff. A functional test was performed, and it was observed that inflation did not occur; all the fluid remained within the pilot balloon. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff did not seem to inflate. There was no medical intervention required as a result of the event. No patient harm was reported.